Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective pain relief. The physician reviewed x-rays and feels the leads are not placed appropriately to cover the established pain pattern. Follow-up determined the physician placed four trial leads in the occipital region (off label use). Reportedly the pt is receiving effective stimulation coverage. Note the two original leads, from the same lot number, were left in place.